Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during implant surgery that the surgeon identified that the middle coil of one of the lead helices may have been faulty. The device was not used and a new lead was opened and implanted. The design history record for the lead was reviewed based on the event and there were no anomalies reported during the manufacturing process. If the lead coil damage would have occurred during the manufacturing process, it would been detected at electrical test step (the coils resistance is 100% inspected and coil damage is 100% inspected) as the resistance value will be higher than the specification limit of 120 ¿ 180 ohms and per the DHR, lead was reading 148.4 ohms and 156.1 ohms, which is with in the specification. Downstream process after the electrical test were reviewed and there is no likelihood of the manufacturing steps causing the coil damage, also damage to the lead is 100% inspected. The unused product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The physician responded that the cause of the deformed helice was believed to be an out of the box defect and described the deformity as "wire was cut off silicone pigtail (specialized form)". The device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved on the lead. The allegation of deformed helice allegation was confirmed. The condition of the electrodes is consistent with conditions that typically exist following an implant/explant procedure and is likely due to manipulation of the lead during the implant/explant procedure. No other relevant information has been received to date.